Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for routine follow-up, device remaining longevity of 1.3 years was observed. The patient has higher outputs programmed due to high capture thresholds. Review of the session record revealed premature battery depletion. Patient is enrolled in remote monitoring and will be monitored closely for eri.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at end of service when received. High current was noted in the device image. A longevity calculation was performed and found the battery depletion was normal based on the high current. The premature depletion was due to high current. High current could not be reproduced in the lab. The cause of the high current remains undetermined.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
Device evaluated by manufacturer - no. Why not evaluated - device evaluation anticipated, but not yet begun . Please remove the recall number as the device is not under advisory. Please remove the manufacturer narrative data as the evaluation is still pending.

Event description:
New information received notes that the device reached eri on (B)(6) 2017. Device was explanted and replaced. Patient¿s condition was stable throughout.